Manufacturer narrative:
(B)(4). Suture loop. Evaluation summary: characteristic markings on the valve indicate a suture was looped around commissure 1. Suture track and permanent indentations were present on the free margin and cusp of leaflets 1 and 3. These indentations were most likely left by a suture that was tied tightly down and against the posts at the cusp 1 commissure, thus leading to a gap at the coaptation region. Indentations in the free margins of leaflet 2 and 3 at commissure 3 are evident; folds and creases are also noted in leaflets. Since a suture track was not detected, the disruptions may have been caused by a chordae tendineae. No other inconsistencies detected or in the x-ray. X-ray. Requests were made for the device, operative report, and additional information, however, no additional information has been provided to date. Investigation is ongoing. The device was returned for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Reportedly, a mitral valve was explanted at implant due to suture loop. It is unknown if the device was properly deployed. No additional information was provided at the time or report. The date of event is unknown therefore the aware date is being used as the date of event.